Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. We are currently in the process of obtaining further information from the hospital to determine if the complaint catheter mount caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that one rt021 catheter mount tubing has "cracked" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount was not returned to fisher and paykel healthcare for investigation. Without the complaint device or additional information from the hospital, we would not be able to determine definitively the root cause of the reported fault. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a crack would have failed the pressure test. This suggests that the complaint catheter mount was damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in australia reported via a fisher and paykel healthcare (fph) field representative that one rt021 catheter mount tubing has "cracked" during use. No patient consequence was reported.